Manufacturer narrative:
Findings: pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay, missing reservoir tube o-ring and broken reservoir tube lip. Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test. Replace battery alarm, replace battery now alarm and power loss alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and then alarmed power loss alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had replace battery now alarm. The customer's blood glucose was unknown. Customer stated that they received a low battery alert prior to the replace battery now alarm. The product was returned for analysis.